Event description:
It was reported that the lead was capped due to lead noise. An insulation abrasion was also noted via x-ray. The patient condition was good.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.3cm was returned for analysis. Fractures of the rv conductors were noted at 1.9cm from the rv connector pin, consistent with fatigue. Without return of the entire lead, a complete analysis could not be performed.